Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and found that there was no damage seen on the sensor wire or applicator. The customer's complaint of a broken sensor wire was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was a reported broken sensor wire. The sensor was inserted into the arm on (B)(6) 2019. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks, for pediatric patients. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. No additional event or patient information is available.